Event description:
Boston scientific crm received information that at the implant of this implantable cardioverter defibrillator (ICD) there was difficulty with the set screws of the device. After turning the set screws multiple times, the physician was ultimately able to tighten the set screws and the device was implanted. To date, there have been no reported adverse patient effects associated with this clinical observation. Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device is currently undergoing analysis. When additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device seal plugs and setscrews were removed and inspected. The top of the df+ set screw showed signs of wrench insertion issues, the lv and rv setscrews each showed evidence of cross-threading confirming the customer complaint of difficulty tightening the setscrews.